Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. It was unknown if the patient was treated with antibiotics for the event. The day after the peritonitis event, the patient passed away (in the hospital). The cause of death was reported as due to breathing difficulty. It was not reported if an autopsy was performed. It is unknown if peritonitis was resolved by the time the patient passed away. Pd therapy was ongoing prior to and at the time of death. No additional information is available.